Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was 119 mg/dl. The customer was advised that the failed battery test alarm would recur with each new battery inserted. The customer declined troubleshooting for the failed battery test alarm. The customer had also received the bad battery alarm, and the insulin pump rejected a new battery. The customer was advised how the bolus wizard works. The customer did not return the product for analysis.